Event description:
A nurse reports that a scratch was noted on an intraocular lens (iol) after inserting the iol into the eye during implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was excellent.